Event description:
The customer reported that the system was arcing and displaying an intermittent overload fault error, which would likely cause the system to shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable, x-ray tube and the high voltage transformer were replaced, and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.